Event description:
It was reported that the device got hot during first-time use at the user facility. No patient involvement was reported.

Event description:
It was reported that the device got hot during first-time use at the user facility. No patient involvement was reported.